Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strip. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the precision strips. No trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and all results were within the specifications. No error message was observed. Visual inspection was performed on returned readers, no abnormalities or signs of misuse were identified. Error messages were observed in the reader event log due to hardware failure and programming error. Both issues are recoverable. Same error message was observed due to communication failure during an internal self-test. It was determined that the error message was observed due to a temporary communication failure and not an indication of a potential cybersecurity event. Therefore, issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering a "errc-14" error message on their adc device was and was unable to obtain readings. As a result, the customer experienced symptoms described as "paleness" and unspecified hypoglycemia symptoms. The customer was given a seven (7) grams of sugar and apple juice by a non-healthcare professional for treatment. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Reader: (B)(6) the product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Unknown sensor s/n: an extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. A customer reported encountering a "errc-14" error message on their adc device was and was unable to obtain readings. As a result, the customer experienced symptoms described as "paleness" and unspecified hypoglycemia symptoms. The customer was given a seven (7) grams of sugar and apple juice by a non-healthcare professional for treatment. No further information provided. There was no report of death or permanent impairment associated with this event.